Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus had a break in the cable's inner cores does not work properly. It was also noted that the cooling fan was noisy. The bezel was cracked ad the touchscreen broken. The rear display cover was cracked. The left and right keyboard hinges were broken. Errors were noted in the software history log. The lower and upper bullets were broken. The paper tray was almost empty and the anti-slip layer of the radiofrequency head was worn. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display of the programmer was broken. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.